Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5076-58 lead implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sensing integrity counts up to 434 indicating non-physiologic oversensing. Non-sustained tachycardia (nst) events with cycle lengths greater than 220 ms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pace/sense was explanted and replaced with no further information. Now lead integrity alert (lia) was triggered and device interrogation showed there was oversensing. It was noted there might be an inter-lead contact issue or lead insulation failure. The new pace/sense lead was explanted and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.